Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.